Event description:
It was reported that during a retrospective review of device data it was identified that this right ventricular lead exhibited high out of range shock impedance measurements. No other information was provided. No adverse patient effects were reported.

Event description:
It was reported that upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. Subsequently, this right ventricular (rv) lead was explanted and replaced. This rv lead has not been received for investigation. No additional adverse patient effects have been reported.

Manufacturer narrative:
This correction report is being submitted to provide updated b5, and initial reporter information in e1.

Event description:
It was reported that upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported.